Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that oversensing was observed again. Further programming adjustments were made. The patient was asymptomatic.

Event description:
It was reported that non sustained lead noise due to post-paced t-wave oversensing on the ventricular lead was observed via remote transmission. The ICD was reprogrammed. The patient is doing fine and will follow up with physician in three months.